Event description:
It was reported that during set up a procedure, the spider 2 lost power and fell on a nurse, the top 2 arms of the spider collapsed and hit the nurse on the back of her neck upper shoulder area, it happened when the nurse was reaching around to put the power on. The spider was on the bed horizontally while in beach chair position, and the nurse had to reach under the spider to turn the power on, when she hit the button, it collapsed. The button had not been pressed in the direction that would loosen the arms. There was a back-up device available, and a non-significant delay was reported. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H6: the reported device was received for evaluation. A visual inspection of the returned device finds the device returned with the tips of both drape clamps fractured off. The device has light wear from use. A functional assessment of the device found that when tested with the returned battery and footswitch and a reference battery, footswitch and drapeswitch, as well as the setup button the device functioned as designed. Pressurizing and releasing as intended. The unit failed the 30# weight test. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with component failure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device finds the device returned with the tips of both drape clamps fractured off. The device has light wear from use. A functional assessment of the device found that when tested with the returned battery and footswitch and a reference battery, footswitch and drapeswitch, as well as the setup button the device functioned as designed. Pressurizing and releasing as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include issues during setup of the device. Based on this investigation, the need for corrective action is not indicated.